Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had a fiber optic sensor failure alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
The complaint was about a fiber optic sensor failure alarm during use of an intra aortic balloon pump catheter. The nurse confirmed no kink or damage in the cable and had already reconnected it. Guidance was given to verify proper connection and switch from fiber optic to transducer mode for pressure monitoring. The cable was labeled as faulty and not to be used. Relevant team members were informed. No patient harm was reported. The issue involves loss of sensor signal from the fiber optic sensor which is responsible for transmitting real time aortic pressure waveforms for proper pump functioning.